Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they had no delivery alarms on the insulin pump. Customer's blood glucose was 21 mmol/l. The customer treated their blood glucose with a manual injection. Troubleshooting found the insulin pump alarmed no delivery during a fixed prime. The customer declined to complete troubleshooting. The customer was advised the insulin pump will be replaced. Customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip, minor scratches on the lcd window, a scratched reservoir tube window, and a missing end cap sticker.